Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported that the patient was hospitalized for fifteen days for the event. During hospitalization, the patient was treated with unspecified intravenous antibiotics for ten days and intraperitoneally for three days after discharge for the peritonitis event. It was reported that dianeal therapy was discontinued due to an unrelated indication and the patient was started on physioneal and extraneal. Physioneal and extraneal therapies were ongoing. At the time of this report the patient had recovered with sequelae from the event. No additional information is available.